Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("blood clots") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long. On (B)(6) 2011, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), haematuria ("hematuria"), menstruation irregular ("irregular menses"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ right lower quadrant pain with menses"), dysuria ("dysuria"), headache ("headaches"), vaginal infection ("frequent vaginal infections starting after essure"), inflammation ("inflammation") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dysuria, genital haemorrhage, haematuria, headache, heavy menstrual bleeding, inflammation, menstruation irregular and vaginal infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: reporter information, patient dob, product indication explant date and surgery added, action taken with drug updated. (B)(6) 2022: non significant amendment performed.. Date of birth corrected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("blood clots") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multigravida and multiparous. Before essure, her menstrual periods were not as heavy nor did they last as long. On (B)(6) 2011, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), haematuria ("hematuria"), menstruation irregular ("irregular menses"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea/ right lower quadrant pain with menses"), dysuria ("dysuria"), headache ("headaches"), vaginal infection ("frequent vaginal infections starting after essure"), inflammation ("inflammation"), abdominal pain lower ("cramping"), abnormal uterine bleeding ("abnormal uterine bleeding"), iron deficiency anaemia ("anemia requiring iron infusions") and adnexa uteri cyst ("multiple peritubal cysts.") And was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with iron as well as surgery (essure removal via laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2022). At the time of the report, the genital haemorrhage, haematuria, menstruation irregular, heavy menstrual bleeding, dysmenorrhoea, dysuria, headache, vaginal infection, inflammation and abdominal pain lower had not resolved. The outcomes for abnormal uterine bleeding, uterine leiomyoma, iron deficiency anaemia and adnexa uteri cyst were unknown. The reporter considered abdominal pain lower, abnormal uterine bleeding, adnexa uteri cyst, dysmenorrhoea, dysuria, genital haemorrhage, haematuria, headache, heavy menstrual bleeding, inflammation, iron deficiency anaemia, menstruation irregular, uterine leiomyoma and vaginal infection to be related to essure administration. The reporter commented: essure placement detail (B)(6) 2011 (per mr) pre and postop diagnoses: multiparity procedure: hysteroscopic bilateral tubal sterilization via essure description: a 5 mm hysteroscope was gently introduced into the fundus of the uterus. Both bilateral ostia were observed and the essure device was inserted into the hysteroscope to the right tube and following essure protocol, the essure device was inserted into the right fallopian tube, properly ejected and in a similar fashion the left fallopian tube as well. The patient tolerated the procedure well. Essure removal details on (B)(6) 2022 (per mr) admit on (B)(6) 2022, discharge on (B)(6) 2022 preop diagnoses: 1. Abnormal uterine bleeding; 2. Known uterine fibroids; 3. Anemia requiring iron infusions; 4. Desires permanent sterilization; postop diagnoses: 1. Abnormal uterine bleeding; 2. Known uterine fibroids; 3. Anemia requiring iron infusions; 4. Desires permanent sterilization; 5. Status post hysterectomy and bilateral salpingectomy procedure: robotic assisted laparoscopic hysterectomy and bilateral salpingectomy. Findings: enlarged anteverted uterus with multiple uterine fibroids. Normal appearing fallopian tubes bilaterally with multiple peritubal cysts. Concern for tubal fibroid on left side. Left corpus leuteum noted. Hemostasis noted at end of case. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: surgical pathology report, clinical information: menorrhagia with regular cycle. Tissue: uterus and cervix, bilateral fallopian tubes and peritoneal endometrial implant concerning the injuries reported in this case, the following ones abnormal uterine bleeding, uterine fibroids, iron deficiency anaemia, adnexa uteri cyst were described in patient medical record. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received and the follow information were included, other health professional¿s reporter, medical history, lab data, treatment product, new events abnormal uterine bleeding, uterine fibroids, iron deficiency anaemia, adnexa uteri cyst, international medical device regulators forum annex f updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.